Event description:
The customer contacted physio-control to order a replacement therapy connector assembly for their device. Physio-control became aware that a pin from the therapy cable assembly had broken off inside the therapy connector assembly. As a result, defibrillation therapy would not be available because another therapy cable or hard paddles would not be able to plug into the device. There was no patient use associated with the reported event.

Manufacturer narrative:
It was later confirmed by the customer that the hospital biomedical engineer replaced the therapy connector assembly and therapy cable assembly, and after observing proper device operation through functional and performance testing the device was returned to use. Neither the device, nor the removed therapy connector assembly and therapy cable assembly were returned to physio-control for evaluation.